Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the tear at the stj was caused by the inflation of the delivery system balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in canada, during a transfemoral tavr procedure in the aortic position, the patient had a tear to the sinotubular junction (stj) and expired. The implant of the 26 mm sapien 3 valve was initially uneventful. The valve was deployed in optimal position and all sheaths were removed. Prior to discharge to the ccu, the patient¿s sbp dropped and tte showed a pericardial effusion. The effusion was drained with a pericardiocentesis, however the patient remained hemodynamically unstable. The patient¿s sternum was opened and a ¿tear at the stj¿ was observed. The heart team was unsuccessful at repairing the tear and the patient was pronounced deceased in the lab. It is perceived that the tear at the stj was caused by the inflation of the delivery system balloon. There were no reported difficulties noticed when tracking the delivery system over the aortic arch. The flex catheter was unflexed during the withdrawal of the system.